Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: date of the incident: (B)(6) 202015:00:00 description of the incident: the notifier declares a defect on the product seringue 2p 20ml luer embout excentre sterilise oe. Presence of plastic debris in the syringe. Clinical consequences: none.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 2004219 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number form the manufacturing facility. Through examination of the retained samples, we have concluded that the particles observed by the customer are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: date of the incident: (B)(6) 2020 15:00:00. Description of the incident: the notifier declares a defect on the product seringue 2p 20ml luer embout excentre sterilise oe. Presence of plastic debris in the syringe. Clinical consequences: none.